Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The returned blade failed the sharpness test with an average breaking force of 5.62 lbf (specification: average 3.5 lbf max). As tested, the blade is now dull and would not cut any more.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device did not cut well and did not rotate properly. Another like device was used to complete the procedure with no adverse patient consequences.